Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the oxygen sensor. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).